Event description:
During service by baxter, failure code 810:11 was found in the event history. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22, 2007. Evaluation summary: evaluation was performed and the reported condition of failure code 810:11 was confirmed. Inspection of the pump revealed out of calibration on air line printer circuit board (ail pcb) caused the failure code 810:11 on channel c. Recalibrated the air in line printer circuit board (ail pcb). The pump was tested for proper operation and pump found to function properly.